Event description:
Date of event unk. The user reported a disconnection at the smartsite y-port connection. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). This investigation confirmed the customer's complaint of disconnection and found the root cause to be an insufficient application of solvent at the affected component. A review of the production files for batch 08055397 indicates that no other complaints have been received against this batch. A review of the 72023e-0006 models produced since january 2008 has also found that no complaints have been received for this fault mode. This is therefore considered an isolated occurrence. Cardinal health will continue to monitor feedback for this type of issue to ensure that a trend does not develop.